Event description:
Boston scientific received confirmation that this patient had died on (B)(6) 2016. The root cause of the patient's death was not reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been presented to the electrophysiology (ep) laboratory on (B)(6) 2016 for a scheduled pacemaker system implant. Shortly thereafter, the patient was presented back to the electrophysiology (ep) laboratory for revision of the competitor right atrial (ra) lead due to dislodgement. While still hospitalized, the patient developed an infection. According to the physician, the patient's immune system was severely compromised. The physician elected to explant the entire system on (B)(6) 2016 (as reported by the competitor patient registration consultant). A competitor transcatheter pacing system (tps) was implanted on the same date as the explant procedure.